Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display noted during testing. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that the act button was unresponsive. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's spouse treated the low blood glucose with orange juice. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.